Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, e2 (should remain blank). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, it is surmised, that e103 was displayed, because the lamp did not turn on properly, due to the use of a non-olympus lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source had a lamp ignition failure error e103. The issue was found during reprocessing. The customer indicated that the third-party lamp was replaced onsite to resolve the issue. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation due to a technician repairing the device onsite; by checking the light source and cleaning the milky cover glass and lubricating paste from the device including the fan and housing cover. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.